Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) implant, a patient is experiencing blurry vision. The lens was removed on a secondary surgery. Additional information has been requested.

Event description:
New information received stating in the surgeon's opinion, residual astigmatism caused/contributed to the blurry vision. The vision is blurry at both distance and near. Affected eye is the left eye of the patient (os). Pre- and post-op measurements provided. No pre-existing ocular conditions were noted.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. An associated cartridge and handpiece were not indicated. Two viscoelastics were indicated. The root cause cannot be verified for the complaint of "blurry vision". Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The customer indicated that the residual astigmatism caused/contributed to the blurry vision with vision blurry at both distance and near. The company multifocal lens model is not designed to correct for astigmatism. The multifocal lens (16.5 diopter) was explanted and replaced with a toric lens company model (1.50 cyl) with one diopter greater (17.5 diopter). The information would reasonably suggest that the toric replacement lens model would be an improved lens model selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).